Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air detection issue" was not reproduced. A review of the event history log revealed "air in line" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a loose upstream pusher. The upstream pusher setup and ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had air detection issue occurred in the biomedical service department. There was no patient involvement. No additional information is available.